Manufacturer narrative:
During the time of the reported event, the user facility reported the v-pro max sterilizer was found to be emitting a mist that filled the room with "haze" activating the facility's fire alarm. The vacuum pump oil is non-toxic and not considered hazardous. A steris service technician arrived onsite to inspect the sterilizer and observed that the oil filters were saturated with oil and oil residue. Upon further inspection, the technician identified one of the unit's valves had separated subsequently causing the reported event to occur. The technician replaced the valve and filters, ran a test cycle, and found the unit to be operating according to specifications. A 3-year complaint review for the valve subject of the event indicates this to be an isolated event. The unit was returned to service and, no additional issues have been reported.

Event description:
The user facility reported an oil mist emitting from their v-pro max sterilizer. No report of injury or irritation.